Manufacturer narrative:
Pending investigation. Upon completion of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports (B)(6) pt, with an unk medical history and a good venous status, received 120ml of optiject by IV route and automatic injector (optiventage dh), flow rate used; 2.5ml/sec on the elbow anterior face, for a CT scan of the abdomen and pelvis for unspecified tumor. No info on concomitant medication was provided. On (B)(6) 2010, 1 minute after optiject injection, the pt experienced an injection site extravasation of more than 100ml associated with an injection site pain. It was not mentioned if the pt received any drugs to treat the reaction. The final outcome was unk.